Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top and bottom case had contamination, the tabs on the bottom case were broken, and the gasket was damaged. A review of the event history log (ehl) identified depleted battery, base hardware failure. During the functional testing the reported issue was able to be duplicated. Contamination was found on the interconnect board. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced interconnect board and battery. Performed power up process, preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited battery failure. No patient injury was reported.